Event description:
Burn blister/3 blister filled with water on back (on lumbar vertebra) up to 1 cm diameter [burns second degree]. One scar [scar]. Case description: this is a spontaneous report from a contactable health care professional (pharmaceutical technical assistant). A (B)(6) years-old female patient of an unspecified ethnicity started to receive thermacare heat wrap (thermacare heatwrap) (one patch), device lot number h66740, expiration date october 2016, from an unspecified date to an unspecified date at an unspecified dose for back complaints while hiking. The patient medical history included penicillin allergy. Concomitant medication included ibuprofen. The patient wore the patch 4 hours while on hiking, thereafter she had burn blister, 3 blisters filled with water on back (on lumbar vertebra) up to 1 cm diameter on (B)(6) 2016 with outcome of resolved on (B)(6) 2016. Long term damage reported was one scar on an unspecified date with the outcome of unknown. The action taken in response to the event for thermacare heat wrap was permanently withdrawn. Therapeutic measures included the blisters were let to dry out. No surgical treatment was required. The pharmacist assessed the event blistering to be non-serious. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from a contactable pharmacist included patient data, relevant medical history, concomitant medication, product data (lot number, expiration date, action taken), reaction data (event verbatim 3 blisters filled with water on back (on lumbar vertebra) up to 1 cm diameter, additional event of one scar, onset date, treatment, outcome and seriousness assessment). Company clinical evaluation comment based on the information provided, the events "burn blister, 3 blisters filled with water on back (on lumbar vertebra) up to 1 cm diameter and one scar" as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow-up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events "burn blister, 3 blisters filled with water on back (on lumbar vertebra) up to 1 cm diameter and one scar" as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow-up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable health care professional (pharmaceutical technical assistant). A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) (one patch) (device lot number: h66740, expiration date: october 2016) from an unspecified date for back complaints while hiking. The patient's medical history included penicillin allergy. Concomitant medication included ibuprofen. The patient wore the patch 4 hours while on hiking, thereafter she had burn blister, 3 blisters filled with water on back (on lumbar vertebra) up to 1 cm diameter on (B)(6) 2016 with outcome of resolved on (B)(6) 2016. Long term damage reported was one scar on an unspecified date with the outcome of unknown. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken included the blisters were let to dry out. No surgical treatment was required. The pharmacist assessed the event blistering to be non-serious. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (09jun2016): new information received from a contactable pharmacist included patient data, relevant medical history, concomitant medication, product data (lot number, expiration date, action taken), reaction data (event verbatim 3 blisters filled with water on back (on lumbar vertebra) up to 1 cm diameter, additional event of one scar, onset date, treatment, outcome and seriousness assessment). Follow-up (23jun2016): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts needed. No further information expected. Company clinical evaluation comment based on the information provided, the events "burn blister, 3 blisters filled with water on back (on lumbar vertebra) up to 1 cm diameter and one scar" as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events "burn blister, 3 blisters filled with water on back (on lumbar vertebra) up to 1 cm diameter and one scar" as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn blister [burns second degree]. Case description: this is a spontaneous report from a contactable health care professional (pharmaceutical technical assistant). A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heat wrap (thermacare heatwrap) (one patch) via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for back complaints while hiking. The patient medical history and concomitant medications were not reported. Reportedly: the patient wore the patch 4 hours while on hiking, thereafter she had burnblister on (B)(6) 2016 with outcome of unknown. The action taken in response to the event for thermacare heat wrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.